Manufacturer narrative:
(B)(4). One (1) 89-6106 device was returned for evaluation. Evaluation of the device by the product engineer, in-house repair lead technician, and the quality engineer confirmed the reported issue. Visual examination revealed that the cable was partially frayed and a part of it was protruding out of the 2nd segment after the long tube (shaft). The nitinol wire appeared to be either too short or it was broken at some point inside of the instrument. The segments were still retained on the device because the cable was not completely broken. The device was very old and was of one of the older designs for this product. It appears to not have the ¿nipple¿ feature at the end of the nitinol wire that retains the segments in the event of breakage which was added to the 2006 design change of the device. Which means the device is either 2005 or older or the device was 2006 or younger but was improperly repaired with the incorrect nitinol wire. In addition, further visual examination revealed that all of the segments had a very shiny finish which is not of bd¿s craftsmanship and the part number, ¿snowden pencer¿ name, and date code which identifies the lot number, was missing /wiped clean off the long tube (shaft) area. This is an indication that the device has been improperly modified by an unknown source. We were unable to identify the exact age of the device since all of the etching was missing from the instrument; therefore, the device has lost its lot traceability. Based on the observations the root cause of the reported failure is due to an improper third party repair. It has been recommended to review the products instructions for use, IFU 26-2904 rev c, particularly the inspection / maintenance, and repair sections. Bd will continue to trend and monitor this reported issue and for this product family.

Event description:
The customer reported the stainless steel wire with this device is exposed. The issue was found before the procedure, the device was not used on a patient, no patient injury or medical intervention was required, and no user harm. The event was not reported to regulatory agency/competent authority.